Event description:
It was reported that the patient had an MRI procedure without being programmed for an MRI condition. The device was found to be in vvi backup mode. The device was restored and reprogrammed. There were no adverse health consequences, the patient was stable.